Manufacturer narrative:
Reporter's last name and fax number not provided. Product not returned to manufacturer.

Event description:
It was reported that abutment screw (iunihg) fractured in the patient mouth.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: surgical manual: tapered & parallel walled implants instsm rev 02/16; torque matrix - internal connection; page d. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.